Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call, the insulin pump stopped working and it alarmed motor error. The customer's blood glucose was 409 mg/dl, treated with a manual injection. Troubleshooting was performed. When questioned if the device had been exposed to a magnetic field, she responded she had a pace maker machine next to her bed. The device was able to rewind completely and it passed the displacement test. Then the customer stated she has been on steroids and antibiotics which she thinks it might be causing her to experience low and high blood glucose levels. When the customer inserted a battery the device alarmed unexpected restart. The customer was advised to monitor the device. The device is not returning for analysis.